Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, break in tubing to reservoir.

Event description:
Additional information received from the pathology department at palmdale regional indicated that they never received a specimen.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of scarring, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5169617. Review of nonconforming reports revealed no nonconformance's related to this event for this lot. No capas are associated with this lot.

Manufacturer narrative:
A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the reservoir near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Surface abrasion was noted on the inlet tube and shorter exhaust tube of the pump. No functional abnormalities were noted with the pump. No visual or functional abnormalities were noted with cylinders 1 and 2. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular surfaces associated with the separation in the inlet tube of the reservoir indicate that sufficient stress(s) was exerted to separate the sites while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3177069.